Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device overheated. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.